Event description:
Lap chole - "clip applier was not able to fit around duct fully. Was an acute inflamed gallbladder. It was not closing correctly and clips were falling out. Squeezing to close it caused a jam. Had to get a ca090 to finish the case." Pt status: pt readmitted on (B)(6) 2012 for duct leak on scan clip bad rebounded back and fallen off duct. Pt "ok" now.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.